Event description:
Account reports that pump had a 550 failure. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical interventioin, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.